Event description:
During a routine system check clinic visit the physician observed a device sensing issue. CT scan was performed and the distal tip of the sensing lead was found to have migrated into the pleural space. Physician brought the patient in for surgery and confirmed that the distal sensor tip was severed and had migrated to the pleura. A thoracic surgeon was brought in and was able to retrieve the sensor tip. The physician replaced the sensing lead and ipg with no further issues. The revision surgery restored therapy and the issue is now resolved.